Event description:
The patient was admitted for severe pain with compression fracture at l4 and l3. It was decided to do kyphoplasties. They had just recently done them at five levels just above this area. The patient was brought to the operating room for the surgery, and they put the kyphoplasty balloons in and then they replaced these with bone cement. While they were doing this at the lower two levels the patient went into cardiovascular collapse. They terminated the procedure and resuscitation efforts were unsuccessful.